Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating a cadd legacy plus, mdl 6500, pump exhibited ?no disposable, pump won't run". It was reported that troubleshooting was unsuccessful. Per reporter residual volume was: 13.6, rate 22 and 90.4 was given. No adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating a cadd legacy plus, mdl 6500, pump exhibited? No disposable, pump won't run". It was reported that troubleshooting was unsuccessful. Per reporter residual volume was: 13.6, rate 22 and 90.4 was given. No adverse patient effects were reported. No additional information is available.